Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer reported complaint. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating a fault on the axis 5, replicating the reported event. The mtm2 was then installed onto a fixture test platform where power up was found to be failing on axis 5. Once testing was completed, axis 5 motor was aba tested and was verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) of the surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A review of the system logs associated with this event has been performed. The fse confirmed an error pointing to the right mtm.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, an error occurred on the master tool manipulator right (mtmr) of the surgeon side console (ssc) after docking and inserting the instruments; the system could not be used. The customer attempted a hard cycle and stretched the mtm, but the issue persisted. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed that the error was related to the mtmr. The procedure was converted to laparoscopic surgery. Isi followed up with the customer and the following additional information was obtained: there was injury to the patient because the conversion resulted in adding additional ports after the da vinci port was installed. All of the da vinci ports were closed, and laparoscopic ports were installed instead, which unnecessarily created additional incisions for the patient. The patient tolerated the change and there was no other patient injury reported.